Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient was cyanotic and had very poor vascular access. The patient's epicardial lead was reported to have failed due to an insulation breach and unipolar impedance levels were less than 200 ohms. Bipolar impedance levels were measured and were 270 ohms however in order to maintain ventricular capture the lead remained in unipolar configuration and was later replaced. No further patient complications have been reported as a result of this event.